Event description:
Physician was unsuccessful trying to interrogate pt with their programming sys. A cyberonics' rep was present during this office visit. The rep tried using her own programming sys and was only able to successfully interrogate on a demonstration generator and not on the pt. Troubleshooting was performed. The handheld was not plugged into the wall, the battery on the programming wand was checked and ok. The wand was also rotated to see if communication could be meade. Physician was still receiving a communication failure message. A different programming wand was used and it was able to interrogate the pt successfully. Prod return is pending for prod analysis.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.